Manufacturer narrative:
Product complaint#: (B)(4). Upon further review, there was no alleged quality issue with the drug pump, therefore does not meet the criteria for medical device reporting. No further reports will be forthcoming. However, the drug pump catheter was displaced by granulomas. An initial MDR report will be submitted under manufacturer report number: 1226348-2019-01004.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Serial ¿ not reported. Expiration date: not available at this time. Facility name, including address, city and postal code was not reported. Initial reporter phone: (B)(6). Device manufacture date: not available at this time. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a medsream pump 20 ml (914200, nlbh4j) emptied sooner than it should have. There was no patient injury reported. No additional information was provided.